Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. The insulin pump received with broken battery threads, cracked reservoir tube lip and scratched lcd window.

Event description:
It was reported that the insulin pump is alarming during the prime process. Customer also reported cosmetic damage to the insulin pump. Customer is hard of hearing; requested that wife take over the call. The current blood glucose reading is 220 mg/dl. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.